Event description:
The customer reported to vyaire medical that the vela ventilator has led's that is being out on the front panel. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.